Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error message code 172 appeared and the laser system stopped. Per the customer, the laser system stopped 3 times during the procedure (i.e., experienced error message code 172) which caused the laser system to shut down. The customer reported the laser system was rebooted during the procedure multiple times. Per the customer, the procedure was able to be completed. No patient injury was reported.